Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient's ipg could no longer hold a charge and unable to communicate with the remote control. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure due to physician preference. No device malfunction was suspected. The patient was reportedly doing well post operatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg could no longer hold a charge and unable to communicate with the remote control. The patient will undergo an ipg replacement procedure.